Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: one month after primary cementless tha the patient reports pain and a distal periprosthetic fracture is found at radiological examination. Ther cause of the fracture is unknown, no trauma is mentioned in the report. The stem looks correctly positioned. No reason to suspect a faulty or malfunctioning device.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery yet. More details could become available.

Manufacturer narrative:
On december 17th 2020 we have received the following information: patient initials: (B)(6). Primary surgery date (B)(6) 2020. Ref: 01.18.434, lot: 1907018. On january 12th 2021 we have received the following information: it is unknown if the patient will be revised. Batch review performed on 17 december 2020 lot 1907018: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.